Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during review of the patient's chest x-ray, a free floating bend relief was revealed. No issues with flows, power fluctuations or patient symptoms were noted. The patient was taken back to the operating room to re-attach and secure the bend relief.

Manufacturer narrative:
This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c was sent to customers. The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.